Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, interrogation revealed an atrial bipolar lead impedance of 554 ohms, decreasing to 291 ohms with a capture threshold of 5.5v at 1.0ms. Oversensing was also reported in both unipolar and bipolar configurations. X-rays revealed clavicular crush.